Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the device, which was returned with the protective sheath intact. Functional testing revealed initially there was difficulty in removing the protective sheath. The device was soaked for 1 hour and the protective sheath was removed without resistance. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Corrective and preventive actions have been addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging of the 3.5x12mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.